Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 508 mg/dl and 300 mg/dl. Customer declined troubleshooting foe high blood glucose level. Customer did receive a sensor updating value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The sensor will be and insulin pump will not be returned for analysis.